Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the insulin pump and transmitter, occluded, sensor updating/sg not available, lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-7811na, mmt-874a, mmt-1780kpk, mmt-7020a, mmt-332a. Troubleshooting was not performed. Customer reports receiving sensor alert. Customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. No product return is required for mmt-7811na. No product return is required for mmt-874a. No product return is required for mmt-1780kpk. No product return is required for mmt-7020a. No product return is required for mmt-332a.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side, crack in the middle (enter) keypad button. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. The pump was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump was then calibrated, and afterwards displayed the sensor values in a graph. The pump was left connected to the transmitter-sensor overnight. No unexpected sensor errors or connection anomalies were noted. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that the following delivery related alerts/alarms occurred around the event date: 7=no delivery occurred on (B)(6) 2024 @ 17:03:14. The adapt tool confirms that the following communications related alerts/alarms occurred around the event date: 780=lost sensor 1 occurred on (B)(6) 202414:44:00, (B)(6) 2024 10:18:00,(B)(6) 2024 21:55:00; 781=lost sensor 2 occurred on (B)(6) 2024 15:00:00, (B)(6) 2024 10:42:00,(B)(6) 2024 22:11:00. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, there are traces of previous moisture presence on the back of the lcd screen and on the front side of the board just below the lcd screen. In summary, the customer¿s report of insulin flow blocked alarms and that the pump disconnects with the transmitter both were not confirmed during testing. The pump does not meet specs due to the signs of previous moisture presence inside the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.